Event description:
The customer reported that on 9/08/97 vasoseal was used in the right and left groin following a right iliac stent placement. A moderate sized hematoma was noted on the left. On 9/11/97 a cardiac catheterization procedure was done in the left groin with no vascular sealing used. A moderate sized hematoma was noted. The pt was discharged on 9/13/97. On 9/16/97 the pt presented with painful toes, which was due to a cholesterol emboli, and a right pulsitile mass, which upon exam was a moderate sized pseudoaneurysm. It was successfully treated with ultrasound guided compression.